Manufacturer narrative:
A review of the device manufacturing history records confirms that no non-conforming product was released. The x-ray images provided confirm the reported loosening. Further information is being requested. The investigation is ongoing and the results will be provided in a supplemental report.

Event description:
(B)(4). The surgeon has reported that due to loosening of the patient's custom distal femur implant, a revision with a custom device is required.

Manufacturer narrative:
Implant remains in situ. Stanmore implants worldwide (siw) was informed of the surgeons' intention to perform a revision surgery in (B)(6) 2016. However requests for further information have confirmed that no revision event has taken place 7 months later, with no revision surgery scheduled. Therefore this complaint does not meet the definition of a complaint and will be closed. When siw becomes aware of a revision event this will be investigated as per requirements. Operator of device corrected from health professional to patient.

Event description:
The surgeon has reported that due to loosening of the patient's custom distal femur implant, a revision with a custom device is required. This is a supplemental report to 3004105610-2016-00045 ((B)(4).